Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. X-ray imaging confirmed the lead was located in the inferior vena cava. The patient remained hospitalized; the rv lead was later surgically repositioned with no resulting adverse patient effects. To date, this lead remains implanted and in service.